Event description:
It was reported that during a colon resection, the device fired fine initially on the bowel. It was reloaded and the staples did not form. They were deployed but did not close on the tissue at all. Sutured the anastamosis by hand. No patient consequence it is believed they used the incorrect reload.